Event description:
Conmed japan reported on behalf of the customer that the device (B)(6), airseal 12/100mm lpi port was being used on (B)(6) 2023 during an endoscopic sigmoidectomy procedure when it was reported ¿the tip of trocar was broken. The fragment was found during the washing, so the surgeon checked the trocar and found it was broken. The fragment was retrieved using the forcep.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one (B)(6) in an unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation we will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during an endoscopic sigmoidectomy procedure when it was reported ¿the tip of trocar was broken. The fragment was found during the washing, so the surgeon checked the trocar and found it was broken. The fragment was retrieved using the forcep.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.